Event description:
It was reported that during the surgical procedure, it was noticed that one part of the large needle drive instrument jaw was missing. It is unknown whether the missing piece separated from the instrument during the surgical procedure or during sterilization and handling prior to the surgical procedure. The instrument was removed and replaced and the planned surgical procedure was completed. The missing piece was not found. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Per the customer reported complaint, the instrument was returned with one of the carbide tips missing. Engineering evaluation observed trace amounts of residual brazing on the instrument grip surface. This observation leads engineering to conclude that the grip surface may not have been sufficiently cleaned prior to the brazing being applied. This contamination may have caused a weakened braze. Engineering also found gouge marks on the outer surface of the damaged grip where the material is removed. This discovery indicates that excessive force was applied on the grip multiple times. Engineering determined that a combination of a weakened braze and excessive force may have led to the instrument carbide tip falling off. No other instruments from this manufactured lot have exhibited this failure.